Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had bleeding along staple line. The patient underwent laparoscopic sleeve gastrectomy where the devices were used. There was unanticipated tissue loss as the result of the problem.